Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested. Microscopic examination identified a hole in the kink resistant tubing consistent with fatigue. Wear was observed at the fold locations in the proximal, middle, and distal regions of the cylinder. Leakage testing confirmed fluid loss from the first cylinder. The pump was microscopically inspected, leak tested and functionally tested. The pump tubing was cut down to the pump block, and the tubing for the first cylinder was returned attached to the cylinder; the tubing for the other cylinder and reservoir was not returned for analysis. Leakage and functional testing were successfully completed without abnormalities. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" and "excess force or friction on silicone leads to stress, strains, holes or tears" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available test results and investigation, product analysis was able to confirm the reported mechanical issue and tubing hole/perforation, which is most likely attributed to fatigue of the first cylinder kink resistant tubing. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).